Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported he experienced syncope and was unconscious on the bathroom floor. He noted that they had trouble reviving him, however when an advocate hit his implanted cardiac resynchronization therapy defibrillator (crt-d), he regained consciousness. The patient noted he was hospitalized after this event. The field representative contacted the clinic and was told no cause was able to be determined for the syncope. It was noted that no device therapies had been delivered and no programming changes were made to the system. At this time the crt-d remains in service and no additional adverse patient effects were reported.